Event description:
A report was received from (B)(6) with info stating that during pt use, the up and down arrow did not function. The device was rebooted and it was observed that the settings had changed and the event history did not get recorded completely. The hour meter also was reportedly not working normally. Medical intervention was required as a result of this malfunction. There were no negative pt consequences reported.

Manufacturer narrative:
The device was not returned for eval. Should additional info become available, a supplemental report will be submitted. (B)(4).